Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no alarms or errors associated with this complaint in the pump¿s black box or history; only typical usage was observed. The daily insulin delivery totals were reviewed and correctly reflected the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The force sensor resistance was found to be within specifications. The force sensor failed the calibration test.

Event description:
On (B)(6) 2013, the reported contacted animas and alleged her bg's have consistently been in the 200 mg/dl's since (B)(6) 2013, despite bolusing. Patient went to the doctor today and doctor feels her pump is not working properly and has patient using injections instead of pump. Patient reports no new medications, no new activities/stressors, but is having knee replacement surgery next week, no new diet changes reported. Time and date are correct in pump. Insulin is stored appropriately and is not expired. Customer technical support (cts) walked patient through checking her pump settings, I:c ratio, basal rates, bg target, isf, iob all programmed as desired per patient. Prime history shows patient changing site every two days with appropriate amount of insulin. Tdd is adding up correctly. Bolus history amounts are all given to completion and as desired per patient. No recent alarms in pump history. Patient report sites look good no bumps, no bruising, no bleeding or leaking at site. Patient reports she rotates between abdomen, buttock, hips and legs. The bg excursions do not meet the criteria of an adverse event. This complaint is being reported based on the allegation that the pump is not working properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.